Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for device upgrade procedure. During procedure, the right atrial lead exhibited sensing anomaly and insulation anomaly. The lead was explanted and replaced. The patient was well prior and post operation.